Event description:
The customer reported that the system failed to boot to a usable state or functionality. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and found to be defective. The component at the time of this report was unavailable for replacement. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.